Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage, with struts on the first four rows distorted and bunched. This type of damage is consistent with the stent encountering resistance during attempts to advance the device to the target lesion. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed 30-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The >85% critical stenosed, de novo target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. After a 6f ebu guide catheter was placed, a non-bsc guide wire cross the lesion. Pre-dilation was performed with a 2x9mm and 2.5x12mm nc high pressure balloon catheter. Then a 24x3.00mm promus element plus drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts were made. Subsequently, the lesion was dilated again with the same balloon catheter and a 3x24mm promus element plus drug-eluting stent was attempted to deploy with the support of a non-bsc buddy wire but still failed to cross the lesion. The physician repeated serial dilation using a 2.5x12mm nc balloon catheter and was able to deploy a 3x28mm promus element plus drug-eluting stent. Post dilation was performed using a 3x15mm nc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.